Event description:
The pump was returned for investigation. Investigation revealed there was damage to the audio bolus button, intermittent response of the of the up arrow button and contamination under the button contacts. This report is made based on results of investigation completed on (B)(4) /2012.

Manufacturer narrative:
Submitted: (B)(6) 2013. Device evaluation: the battery cap has been returned and additional investigation was performed by product analysis on (B)(4) 2012, with the following findings: on examination, the audio bolus button cover and plug was detached from the pump with the internal contact exposed. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow button had intermittent response and required multiple presses to evoke a response. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.